Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user is stating that the frame is broken.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: custom manual wheelchairs. Frame, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the top end reveal ultralight wheelchair of having a fractured right back angle plate. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: custom manual wheelchairs. Frame, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the top end reveal ultralight wheelchair of having a fractured right back angle plate. End user is stating that the frame is broken.